Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured in 2018; deviations during assembly and final inspection did not occur. Investigation: visual - no significant deformations or damage of the valves were detected during the visual inspection. Significant bloody residue was observed inside the control reservoir membrane. Permeability test - this test has shown that both valves are permeable. Due to a high contamination risk, the control reservoir was not investigated. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test of the valve has shown that the brake function is fully operational and the braking force is within the given tolerances. Results - after the tests, we dismantled the valves. Inside both valves we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion or non-adjustability. The valves were both permeable and the progav was adjustable. However, it is possible that the bloody deposits observed both inside the valves as well as in the membrane of the control reservoir could have temporarily occluded the system in the past and led to a compromise of the shunt system. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by implants. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a - patient data: height 178 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve had postoperative issues. A patient underwent a shunt system implantation on an unspecified date. Sometime later, maladjustment and over-drainage were noted. On (B)(6) 2019, the shunt was replaced due to malfunction. Further details were not available.